Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "ec 44509". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received that the issue was discovered during testing and there was no patient involvement.